Event description:
The customer contacted stryker to report that their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The device's lid was returned to stryker for investigation. Stryker confirmed the reported issue and noted the magnet retainer tabs were damaged which caused the magnet to not be retained. The cause of the reported issue was traced to the user handling. Stryker archived the lid.

Event description:
The customer contacted stryker to report that their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer received a replacement lid and battery to resolve the reported issue. The device was not returned for evaluation. The cause of the reported issue could not be determined.